Manufacturer narrative:
Technician found the bed was alarming with code 10-70. Found fluid on the sidcom board. Cleaned the sidcom board to resolve this issue.

Event description:
Complaint alleged that the bed was alarming with code 10-70.